Manufacturer narrative:
Concomitant product(s): product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (5 mg/ml at 2.2 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had a collection of fluid on her back, a hematoma, and a spinal headache from a "possible dura tear." It began about 10 days after her latest pump replacement on (B)(6) 2018. The patient was scheduled for a catheter revision on (B)(6) 2018. The issue was not considered resolved. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - with injury, with the injury noted to be the hematoma and spinal headache from the possible dura tear. The patient's weight was provided. No further complications were reported.